Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was 70 mg/dl at the time of the incident. The customer was instructed to disconnect at the quick release. The size of the air bubbles was as big as tear drop. The customer was unable to remove the air bubbles. The reservoir is not expected to be returned for analysis.